Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the cause of the erratic stimulation, stimulation in the leg, leaking and urgency was still unknown. The patient noted that this is despite having had several visits and various trials. The patient reported that the actions/interventions that were taken to resolve these issues was repeated programming and that the issues are still not resolved. The patient stated that her stimulation was "completely erratic" and she was very disappointed with all the time and effort this has taken. The patient reported that her original trial or test was " a miracle". No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned that implantable neurostimulator (ins) worked wonderfully until 10 days to 2 weeks after the implantation, the ins went "crazy". Patient further clarified ins went "crazy" and said patient felt stim "erratically". Patient said sometimes, they did not feel stim at all or they started to feel stim and stim went down the patient's leg. Patient had not had any falls or trauma since ins was implanted. Patient talked to doctor who did patient's "iron fusion" because patient had anemia. Patient was told the iron fusion wouldn't interfere with ins. Patient thought the above issue started before patient had the iron fusion. Patient was seeing several other physicians for several problems. Patient added having an alarm system, patient wear sometimes but doctor told that it wouldn't interfere with ins. Patient had tried everything. Patient had "monkeyed" around with pp daily and patient had tried all programs, made stim adjustments and turned ins off, but patient still could not figure out why stim was "erratic". Patient was having leaking at night and urgency which started two weeks after the implant too. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.